Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error related to the internal battery was found. The device's internal battery was replaced to address the issue. This report is being submitted as a part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.